Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Rupture: broken device observed, assessed as a fold flow opening. A piece of missing shell is assessed as inconclusive. As per the investigation procedure non penetrating nick and creases was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side intracapsular rupture and capsular contracture, baker grade IV diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event rupture and capsular contracture was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side intracapsular rupture and capsular contracture, baker grade IV diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side intracapsular rupture and capsular contracture, baker grade IV diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.